Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient experienced cardiac tamponade as a result of a lead perforation. Pericardial centesis was performed. It was also reported that the right ventricular (rv) lead dislodged. The rv lead was reprogrammed, revised and remains in use. It was also noted that the right atrial (ra) lead exhibited decreased p waves. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.